Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 02, 2023, and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in the device. There was no report of patient harm or injury. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.